Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair. Through a minimally invasive /thoracotomy approach. During the same procedure on (on (B)(6) 2024), a cryoflex probe powered by a cryoconsole and a cardioblate lp clamp powered by a valleylab ft10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein conduction block (lpv) was not performed, due to thoracotomy surgical approach and right pulmonary vein (rpv) conduction block was successfully achieved. On the ((B)(6) 2024), the patient experienced junctional rhythm. The patient with new junctional rhythm was in the intensive care unit (ICU) after the index procedure. Antiarrhythmic medications was being held, due to it being contraindicated with junctional rhythm. The adverse event was deemed by the sponsor as not related to the concomitant procedure or the study devices and related to the study procedure. Medtronic received, additional information, that the adverse event was deemed by the site as possibly related to the cryoflex probe, the study procedure and the concomitant procedure. It was stated, that the adverse event was possibly related to the study procedure, due to the spread of the cryo lesions in right atrium (ra). And it was possibly, related to the mitral valve repair, due to the annuloplasty sutures. It was stated, that the adverse event is possibly, related to the cryoflex probe, due to the spread of the cryo lesions in the ra, because the rf probe does not articulate. The patients outcome status is recovering/resolving.

Manufacturer narrative:
Medtronic received additional information that the adverse event is possibly related to the study device due to the spread of cryo lesions in the right atrium (ra) because the rf probe does not articulate. It was also stated that the adverse event is possibly related to the study device due to the spread of cryo lesions in the right atrium (ra) because the rf probe does not articulate, this could not be used due to small mini thoracotomy incision because the jaw of the rf probe does not articulate. Therefore, the cryo probe was used for ra. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.